Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. Based on the reported clinical observation, calcification may have contributed to the high gradient.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if the device is returned for analysis or if additional information is obtained. (B)(4)

Event description:
Medtronic received information that 3 years and 2 months post-implant, this aortic bioprosthesis was noted with high gradients. Upon explant severe calcification was observed. A new bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.